Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred.. The customer changed the pump supplies to address the issue. System check was performed with tandem technical support (tts) and no issues were identified. No reported impact to customer's blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy.